Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication resulting in incomplete hemostasis. The exact root cause was unable to be determined. The likely cause was determined to have been use of a procedural sheath larger than indicated, patient activity, or insufficient tamping, contributing to the reported adverse event. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3: patient sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy b3: date of event: requested, not provided d4: lot number: requested, unknown d4: expiration date: unknown due to unknown lot number d4: UDI: unknown due to unknown lot number d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to unknown lot number the production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was delayed bleeding after using the angio-seal device. The physician used the angio-seal device for coiling, carotid artery stenting (cas) or arterial ischemic stroke (ais), etc. The bleeding occurred with patient motion from the hemostasis site on the day after use of the device, manual compression was applied. There was no serious health damage to the patient. The patient was monitored and then recovered. A pre-deployment angiogram was performed. The puncture site was distal to the inguinal ligament of the right common femoral artery. The size of the sheathes ancillary used were 8fr or 9fr. There were no other devices or equipment used with the reported product.